Event description:
After wearing the gloves, the lab tech experienced itchy welts on their hands, forehead, and neck. The employee health physician gave patient a prescription for prednisone and instructed patient to use a nitrile glove. Patient is allergic to latex.